Event description:
The surgeon attempted to implant an aq2003v silicone three piece lens but the haptic broke prior to being inserted. There was no patient contact or injury. The facility stated it was unknown as to why the haptic broke. The facility was unable to provide the model and lot numbers of the injector and cartridge used.